Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total knee arthroplasty in 2004. Subsequently, patient was underwent a femoral fixation procedure on (B)(6) 2014 due to a femoral fracture. No components were revised and a competitor nail was implanted.